Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-15458. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for strut fracture was unable to be confirmed. As reported, 'based on the computed tomography scan, there was concern of a fractured stent strut near the right coronary artery'. An in depth evaluation related to alterra prestent fracture has been documented in a technical summary written by edwads lifesciences. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture (if any) could be attributed to the conditions of the patient's anatomy. The technical summary documented a review of available CT scans / imagery for patients with a fractured stent. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary's imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. The technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the prestent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. In this case, information related to patient anatomy condition was limited. Review of the imagery provided did not reveal sufficient information to confirm the fractured strut. Additionally, there was no indication within the article confirming the presence of a fractured strut. As such, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported in the article, 'caution with explant of prestented percutaneous pulmonary valves with infective endocarditis', a few months post tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, the patient presented with persisted fever and was found to have staphylococcal bacteremia and valve vegetations. It was decided to remove the effected material. Based on the computed tomography scan, there was concern of a fractured stent strut near the right coronary artery, so consideration was given to potentially leaving some of the altera stent in situ. When attempting to cut into the anterior double stent structure, heavy curved mayo scissors, and wire-cutting scissors were ineffective. A sternal wire cutter was then successfully used. During removal, the skirt was noted to have covered the area where an alterra frame joint (expanded by the sapien valve stent) had compressed the aorta causing thinning of the aortic wall. The team was then able to find a plane outside the skirted portion of the alterra that permitted a gentle dissection. Although no frank perforation was apparent before the dissection, aortic blood entered the field while the devices were being removed. Inspection through an anterior aortotomy revealed a 2-mm hole in the right coronary sinus of the aortic root. The tissue appeared inflamed, consistent with extension of the regional endocarditis process. A bovine patch was placed. The extent of the inflammation mandated complete removal of the implanted system. After complete removal of the involved native tissue and prosthetic material, right ventricular outflow tract reconstruction was accomplished with a 29-mm pulmonary homograft. The patient recovered and was discharged with ongoing antibiotic treatment.

Manufacturer narrative:
Investigation is still ongoing.